Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The issue of the forceps glue peeling can have occurred as a result of external force such as strong rubbing on the part in normal use including reprocess. There is a possibility of peeling off due to aging as device was manufactured in 2015. The instructions for use includes the following statements: inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The issue were caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. In addition, it was noted that the channel had a kink and the light guide tube had a buckle and collapse at the same point as the kink. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair and the issue of forceps cover glue peeling was observed at the time of estimation. There is no reported patient harm.